Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the remote upgrade screen. A field service engineer confirmed that the station became stuck and stopped functioning following a remote upgrade to version 1.6.1, replaced the hard drive and reloaded the software, then configured eset, component manager, and credential manager, performed a synchronization with the server and verified that the station was online, had no failures, and could be accessed remotely. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck on the remote upgrade screen. However, there were no delay or adverse events or injuries reported based on this event.